Event description:
Customer reported that over the last 12 hours he delivered 35 insulin units and his blood glucose was not going down. Customer also reported that the sensor glucose is reading 100 points away from the blood glucose value. Customer provided the bolus dose detail regarding the total 35 units. Customer stated that blood glucose value started at 125 mg/dl and last reading was 265 mg/dl. He was unable to troubleshoot at the time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.